Event description:
It was reported that this right atrial (ra) lead connected to a cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing. Low amplitude was also observed. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This lead remains in service.